Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00598004701, nexgen stemmed precoat tibial component, lot #61504211 - manufactured by zimmer (B)(4). Catalog #00111214001, palacos r bone cement, lot #69474237 - this bone cement is manufactured at heraeus medical (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, stiffness, limited mobility and loosening.

Manufacturer narrative:
As the devices remain implanted a review of the product could not be performed. The device history records of all devices were reviewed and identified no deviations or anomalies. A complaint history search for the implanted devices finds no other complaints for the implant part/lot combinations. These devices are used for treatment. Notes for the original total knee arthroplasty surgery were reviewed. The notes state that the surgeon used a stryker surgical navigation system to aid in the procedure. After the implants were sized, appropriate cuts made and the trials sampled; the surgeon determined the knee was stable with full range of motion and normal tracking of the patella. The final components were then cemented in place with the knee held in extension to provide for maximum bone cement compression. There was no mention of function after the final implants were in place. Follow up notes for a (B)(6) 2015 bone scan were reviewed. This scan showed mildly increased activity to the left knee laterally. Three hour delayed images of the knee showed increased activity in the left knee in the region of the femoral condyles and tibial plateau. The findings of the bone scan of the left knee state the knee has possible loosening or particle disease. The implants were checked for compatibility with no issues found. From the evidence provided, a definitive root cause for the stated concern cannot be determined.